Manufacturer narrative:
No device analysis was performed; the device met risk-based analysis criteria.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37085-60, serial# (B)(4), product type: extension. Product ID: 37085-60, serial# (B)(4), product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported the chronic pain patient experienced redness, swelling, and tenderness symptoms associated with the infection. It was noted a culture had been taken and sent for analysis and the potential cause or contributing factors that had led to the event were not known at the time of follow-up.

Event description:
It was reported the patient experienced an ¿infection at the battery pack site¿ on (B)(6) 2014. The patient¿s infection was noted to have tested positive for ¿staph aureus.¿ the patient¿s implantable neurostimulator (ins) was explanted as a result of the event. There was no patient death or injury from the event and the patient ¿recovered without sequela¿ following device removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.